Event description:
During device evaluation, the gastrointestinal videoscope exhibited error e216 with no image. Image noise was observed. White residue was present on both sides of the air and water channel. Debris was observed on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was traced to component failure and an electrical or electronic problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.